Event description:
Bed in storage. Head section does not go up. No injury reported.

Manufacturer narrative:
Technician found the bed in storage. Head section does no go up due to bad valve. Replaced the CPR valve to resolve the issue.